Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (b))(6) 2025, a patient underwent a port placement procedure in the right internal jugular vein using the powerport m.r.I. Isp. It was reported that during the procedure the introducer needle advanced smoothly, but the guidewire encountered resistance during insertion through the introducer needle, and fraying was observed at the tip of the guidewire. The guidewire and needle were subsequently withdrawn. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo show partial view of the guidewire hoop with guidewire. The guidewire is noted to be deformed and stretched at the tip. Therefore, the investigation is confirmed for the reported guidewire deformation and stretched issues, and the investigation is inconclusive for the reported failure to advance and physical resistance/sticking issues as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2025, a patient underwent a port placement procedure in the right internal jugular vein using the powerport m.r.I. Isp. It was reported that during the procedure the introducer needle advanced smoothly, but the guidewire encountered resistance during insertion through the introducer needle, and fraying was observed at the tip of the guidewire. The guidewire and needle were subsequently withdrawn. The procedure was completed using another device. There was no reported patient injury.